Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant reload set alarms corresponding to close door alarms were experienced and were determined to be caused by a failed force sensor pusher. The failed force sensor pusher was replaced.